Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. The customer troubleshot with technical support. The customer replaced the air and o2 flow sensor. The gas delivery system (gds) was returned and the reported issue was confirmed. Root cause failure determined to be fault in u1 of airflow sensor subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during preventative maintenance the ventilator was failing the flow test. No patient involvement.